Event description:
It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, complications occurred. A taxus express2 drug eluting stent was implanted in 2006. The patient explained that he "did well for 3 weeks and then developed pressure in the chest and limited physical tolerance." Three months post implant "they discovered a blood clot with 80% occlusion of the vessel." Two more taxus express2 drug eluting stents were implanted. The patient continues to have chest pain and limited physical tolerance and reported "he feels the stents and 'feels like salt on a cut at three places' ". The patient also reports hypertension and that he is unable to walk "greater than 200 feet without chest pain." The physician's office provided additional information. The same year, the patient was referred for a cardiac catheterization after a nuclear scan suggested myocardial ischemia in the anteroseptal wall. The lad was occluded after the second diagonal artery. The totally occluded lad was predilated with a 2.5 maverick balloon. A taxus express2 2.5x16mm drug eluting stent was placed which overlapped the diagonal and the occlusion in the lad. This was dilated to 10, 12 and then 14 atm's . The patient received angiomax and ntg during the procedure. The final angiographic results were excellent with no significant residual present in the lad with good flow. Plavix and aspirin were continued. The patient did well since then, however, in june the patient's symptoms worsened but ntg helped. Five months later, the patient presented with progressive anginal symptoms. A catheterization was done and patient was found to have critical disease in the cx and an "at least" 80% stenosis of the distal portion of the lad stent. A 2.5x8mm taxus stent was placed within the stent in the lad and a 2.75x20mm taxus stent was placed in the cx. The patient received ntg during this reintervention procedure. Final angiographic appearance of the lad was described as "excellent with now a smooth appearance to the lad, where previously, it looked hazy and had a marked irregular appearance at the distal portion of the stented area." The patient was started on lipid lowering medicine and plavix and aspirin were continued. The patient was discharged the following day but returned about one week later with continued chest pain and dyspnea on exertion. A repeat cardiac catheterization and an echocardiogram were planned, however, no additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.